Event description:
It was observed that during the device evaluation, the subject device had a catch on the forceps elevator and damage to the ultrasonic probe. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: catch on the forceps elevator and damage to the ultrasonic probe. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.